Manufacturer narrative:
No complaint was received with the return of the device. A failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece measuring 31.8 cm. Visual examination found an external abrasion noted at 14.1 ¿ 14.3 cm, breaching the outer insulation proximal to suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can. UDI not available as product was manufactured on or before september 23, 2014

Event description:
This report is to advise of an event observed during analysis.